Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the steerable guide catheter (sgc) leak. It was reported that this was mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was prepared for use successfully accordingly to the instruction for use (IFU). The sgc was advanced to the left atrium; however, once the clip delivery system (cds) was inserted, the sgc had loss of fluid column. Aspiration was performed. The sgc and cds were removed. It was confirmed that there was no damage noted to the clip introducer noted. A new sgc was used with the same cds to complete the procedure successfully. There was no air introduced into the patient anatomy. One clip was implanted reducing mr to 1. No additional information was provided.